Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 21, 2024 indicated that the patient developed cervical cancer. At this time, the information is very limited, the results of pathology /cytology report have not been provided. Should more information become available, this case will be re-assessed, and notes will be updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound dehiscence. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) caucasian female patient enrolled in a clinical study underwent primary breast augmentation with a 350cc mentor memorygel breast implant after which the wound dehisced on her right side. The patient was doing yoga when the wound reopened. As a result, underwent a procedure to have her skin adjusted on (B)(6) 2018. The device was not explanted. On 10/28/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicated. Any additional event information, if received, will be submitted under this manufacturer¿s report number. The catalog/serial numbers of the complaint device have been updated.